Event description:
During an endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the user performed an esophageal variceal ligation procedure on the patient using the mbl-6-f ligation device. After releasing the band, the field of view could not be exposed [view obstructed]. Additionally, the ligation device's trigger cord was wrapped around the band and could not be removed. After gentle pulling, it still could not be removed, and it was confirmed that the trigger cord was fixed [to the tissue] by the band. The endoscope cannot be retracted. The doctor cut the trigger cord at the handle outside the biopsy orifice, withdrew the endoscope from the body, put the rest of the trigger cord into patient's stomach and clipped the trigger cord to the patient's lumen so that it can be removed from patient after the band off. On (B)(6) 2025, the patient experienced vomiting and cord prolapse. A subsequent gastroscopy was performed to fix the remaining trigger cord to the stomach body using titanium clips.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. The first photo shows the trigger cord bunched up in the stomach. The second photo shows the trigger cord, and it appears to be stuck on a varix. The third photo shows the box and the label matches that in the report. The fourth photo shows the device in the tray, and the loading catheter and a portion of the trigger cord (the part cut and not left in the patient) wrapped around the handle can be seen. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The barrel and bands were not returned; only the loading catheter, handle, and a portion of the trigger cord were returned. The remaining portion of the trigger cord was wrapped around the handle. The trigger cord had been cut approximately 42 cm from the proximal knot. An evaluation of the handle wheel movement was performed, and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device and photos provided confirmed the report. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation, only the upper portion of the cut trigger cord was returned wrapped around the handle. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.